Event description:
A loss of monitoring for 5 to 7 minutes was reported. No serious injury or death is associated with this event, and medical intervention was not required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.